Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that there were unipolar impedances were greater than 2000 ohms. The patient had low settings, so increasing the voltage for an impedance check was not done. The high case impedances were on c/0 at 2323 ohms, c/2 at 2362 ohms, and 0/2 at 4002 ohms. No medical symptoms were reported.